Manufacturer narrative:
During follow up with the customer it was determined that the q link had not been properly attached during a transfer resulting in the patient falling onto the bed. The caregiver reportedly caught the qlink. It was additionally noted that the q link had acquired damage to the lock indicating that it wasnt hooked up correctly causing distortion to the red safety lock. It was also reported that there was deformation of the slingbar joint indicating the slingbar was violently twisted. The qrh and slingbar was replaced for the customer to resolve the issue. The universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko universal sling bars are with two assembly options, fixed assembly or with quick-release hook. The liko universal sling bars instructions for use (7en160185 rev. 5) states the following under care and maintenance: for trouble-free use, certain details should be checked before each use. When using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. Although there was no patient injury reported and the incident was likely caused by incorrect attachment of the quick release hook, if the incident were to recur it would could cause serious injury or death. Therefore, baxter is reporting this use error.

Event description:
Baxter received a user report from the danish medicines agency reporting the following incident: the harness was not tightened properly during patient use. There was no patient injury reported.